Event description:
On (B)(6) 2010, patient reported the down button on her infusion device is not functioning properly. Patient stated she noticed the buttons on the infusion device were not working because there was no beep when she was attempting to program a quick bolus. Patient reported the button pops back out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.